Event description:
During an atrial fibrillation (afib), it was reported there was a drop in patient's blood pressure. Intracardiac echocardiography confirmed a pericardial effusion in the left ventricle. The case was aborted and a pericardiocentesis was performed. The patient was taken to the o.r.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Stockert rf generator, model #: m-5463-01, serial #: (B)(4). Catheter, model #: d134301, lot #: 15944825l. Catheter, model #: 10438577, lot #: e5001907. Catheter, model #: bd710fj282ct, lot #: 1596018m. (B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib), it was reported there was a drop in patient's blood pressure. Intracardiac echocardiography confirmed a pericardial effusion in the left ventricle. The case was aborted and a pericardiocentesis was performed. The patient was taken to the operating room (or). The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.